Event description:
It was reported that a patient underwent an opthalmic corneal surgery on (B)(6) 2013 and suture was used. The tip of the needle broke and remained in the eye. The procedure was finished using a different product. The procedure was successful and the patient is feeling good. Additional information was requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually evaluated. No manufacturing defects were noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.